Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated their insulin pump was over-delivering insulin, causing their blood glucose to drop to 20 mg/dl twice. Customer stated their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.